Manufacturer narrative:
(B)(4). Unit passed the displacement test. Sleep current measurement and active current measurement within specifications. The power management tool confirmed power error detected, low battery alert, charge battery alert, was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. Unit received with fading serial number label. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the batteries of insulin pump lasts only three days. The customer stated that insulin pump had low battery alert and replace battery alert in history. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.